Event description:
The lesion being treated was moderately calcified and in the area of left anterior descending artery (lad). Intravascular ultrasound (ivus) catheter was tracked across the lesion to take an image. Upon pullback, the catheter was stuck. The physician tugged the catheter harder and felt a snap. Once removed, it was noted that the imaging core was coiled up and the tip of the catheter came out of the guiding catheter. The patient was reported to be in good condition.